Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported perforated vessel was unable to be determined. The reported hemorrhage and hematoma were cascading events of the reported perforated vessel. The reported patient effects of perforation of vessels, hematoma, and hemorrhage, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4, a dilated left atrium, pre-existing small chordae rupture, and some tethering and degenerative tissue. A steerable guide catheter (sgc) was inserted. However, it was observed that the femoral artery was probably perforated when accessing the vein. One xtw clip was inserted and successfully implanted, reducing mr to a grade of 2. It was noted there was some arterial bleeding. For treatment, manual pressure was applied, and a pre-closure device and a femoral stent were implanted. The next day an inguinal hematoma was observed. There was no clinically significant delay in the procedure. No additional information was provided.